Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter and one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The articulation nut of the adapter was found to be out of position, causing the reload detect switch to be falsely activated when a reload was not attached. This can be caused by an intermittent connection to the drive motor traces during adapter calibration. Similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board.

Event description:
This product used for lagd case. When connecting the adapt, there was blue light on the body. The problem was noticed prior to use.